Manufacturer narrative:
Batch review performed on 13-jan-2020: lot 080897: (B)(4) items manufactured and released on 07-may-2008. Expiration date: 31-mar-2013. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2015.

Event description:
Revision surgery will be performed in (B)(6) 2020 due to stem loosening.

Manufacturer narrative:
Clinical evalaution: partial hip revision surgery perfomed 12 years after cementless total hip arthroplasty in a young (52 year old at time of primary implantation) heavy (105 kg) patient. In the radiographic images provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described long term adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation: based on the pictures received we can state no more than the implant is covered with small ha residuals.

Event description:
The revision surgery went on successfully on (B)(6) 2020.